Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for elective replacement of pulse generator during procedure while physician was opening the pocket the device was touched with plasma blade, no output was noted. The patient experienced asystole and had to be externally paced while the device was explanted and replaced. It was noted that the patient was fine post procedure.